Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the proximal circumflex artery with heavy tortuosity. Pre-dilatation was performed. The 2.5x15mm xience pro stent delivery system was advanced; however, could not cross the lesion due to the patient anatomy. After multiple attempts to cross the lesion and applying force, the proximal shaft was bent and finally broke. The sds was removed from the patient with any issues. There was no interaction of devices. Another xience pro stent was deployed to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).